Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed the pump basal rate was not set correctly. Reportedly, customer spoke with a health care professional to obtain correct pump basal rate settings. Customer's blood glucose level was 224 mg/dl.